Manufacturer narrative:
Customer reported that a pyxis medstation es unexpectedly produced a burning smell. Customer stated that the station was powered off at the time. Customer reported there was no patient involvement. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service engineer evaluated the device and determined that the burning smell was produced by the matrix drawer's solenoid and its printed circuit board. The printed circuit board had a black melted piece. The field service replaced resolved by replacing the affected parts. The field service engineer inspected the device's drawers and confirmed the device is operational. Customer confirmed device is operational.

Event description:
Customer reported that a pyxis medstation is unexpectedly produced a burning smell. Customer stated that the station was powered off at the time. Customer reported there was no patient involvement. Patient or user harm was not reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1,d4, d5, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-mar-2021 to 12-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device unexpectedly produced a burning smell, and the station was powered off. A field service engineer realigned the comm sled and found that solenoid smelled burnt and pcba matrix board had black melted piece and swapped all to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that a bd pyxis medstation es unexpectedly produced a burning smell. Customer stated that the station was powered off at the time. Customer reported there was no patient involvement. Patient or user harm was not reported.